Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the infusion device shut-down without providing an error message. No adverse event was reported. The alleged product was requested for evaluation.